Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) dislodged, didn't stick to the vessel wall and the sealant come out attached to the device. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes to obtain hemostasis. There was no reported patient injury. The vcd was prepped and used according to the IFU. The device was stored in the appropriate cabinet according to the IFU. The vcd was used in a coronary angiogram procedure using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynxgrip. There was little vessel tortuosity. The patient was not thin, with no shallow vessel death. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2115901 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, and h6. As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) dislodged, didn't stick to the vessel wall and the sealant come out attached to the device. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes to obtain hemostasis. There was no reported patient injury. The vcd was prepped and used according to the IFU. The device was stored in the appropriate cabinet according to the IFU. The vcd was used in a coronary angiogram procedure using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynxgrip. There was little vessel tortuosity. The patient was not thin, with no shallow vessel death. The product was not returned for analysis. A product history record (phr) review of lot f2115901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube during catheter removal, the sealant could be dislodged from the vessel wall. Neither the phr review nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) dislodged, didn't stick to the vessel wall and the sealant come out attached to the device. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes to obtain hemostasis. There was no reported patient injury. The vcd was prepped and used according to the IFU. The device was stored in the appropriate cabinet according to the IFU. The vcd was used in a coronary angiogram procedure using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynxgrip. There was little vessel tortuosity. The patient was not thin, with no shallow vessel death. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with stopcock in open position. The advancer tube was observed deployed on the catheter shaft, covering the balloon proximal tip and properly engaged to the distal tamp lock as received. The syringe was not connected to the device. The sealant and procedural sheath were not returned. The condition of the returned device indicates an incomplete removal of the device. However, it is unknown if the device was manipulated after the procedure. The device was inspected for damages/anomalies that may have contributed to the reported incident, and no visual damages or anomalies were observed. A product history record (phr) review of lot f2115901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Without the return of the sealant, it is impossible to determine what factors may have contributed to the reported event. Procedural factors, such as incorrectly following the instructions for use (IFU), may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen (figure 6). Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.